Event description:
It was reported that 2 bd vacutainer® multiple sample luer adapter had insufficient blood flow. The following information was provided by the initial reporter: "material no. 367290, batch no. 1022207 and 0288521. It is reported customer believes luer may be causing air bubbles when using wingsets. 16-march2021: customer response on info req #3 on pr 2521614, - "my apologies for the delay I spoke with leonard dunikoski and he is forwarding some information to you as well we are utilizing multiple lots for our bd butterflies ¿ 0064608 23g w/out luer ref 367324. ¿ 0203354 23g w/out luer ref 367324. ¿ 0314447 21g with luer ref 367344. I have experienced bubbles in the tubing across all three (only 1x in the 21g) currently I have approx. 15 examples from my phlebotomists that this has happened I have experienced this myself with a completely incident free draw, three tubes in, and I have a bubble that travels down the tubing. I have started wondering if the issue lays in the luers and not the actual butterfly? I am currently running 2 lot #¿s for the luers. ¿ 1022207 ref 367290. ¿ 0288521 ref 367290. I can provide you with samples, yes. No pictures and/or videos ar able to be obtained considering the nature of when the issue arises."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing for each lot and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1022207. Medical device expiration date: 2024-01-31. Device manufacture date: 2021-01-22. Medical device lot #: 0288521. Medical device expiration date: 2023-10-31. Device manufacture date: 2020-10-14.

Event description:
It was reported that 2 bd vacutainer® multiple sample luer adapter had insufficient blood flow. The following information was provided by the initial reporter: "material no. 367290, batch no. 1022207 and 0288521. It is reported customer believes luer may be causing air bubbles when using wingsets. (B)(6) 2021: customer response on info req #3 on pr 2521614, - "my apologies for the delay I spoke with (B)(6) and he is forwarding some information to you as well we are utilizing multiple lots for our bd butterflies 0064608 23g w/out luer ref 367324 , 0203354 23g w/out luer ref 367324, 0314447 21g with luer ref 367344, I have experienced bubbles in the tubing across all three (only 1x in the 21g) currently I have approx. 15 examples from my phlebotomists that this has happened I have experienced this myself with a completely incident free draw, three tubes in, and I have a bubble that travels down the tubing I have started wondering if the issue lays in the luers and not the actual butterfly? I am currently running 2 lot #¿s for the luers 1022207 ref 367290, 0288521 ref 367290. I can provide you with samples, yes no pictures and/or videos ar able to be obtained considering the nature of when the issue arises.""